Manufacturer narrative:
The reported complaint was confirmed. The root cause was identified as lack of cleanliness at the supplier and poor process controls at the supplier. Incoming inspection was not effective. A new supplier has been selected and additional changes have been made to the inspection procedure. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during a visual incoming quality inspection at the subsidiary in japan, foreign matter contamination was found in fifty-three of fifty-five devices examined. There was no pt involvement.